Manufacturer narrative:
The investigation for the low pump flow, high purge pressure, thrombus, and pump stop has been completed. The failure mode "pump stop" was changed to "temporary pump stop" because the pump was able to be restarted. The returned pump was inspected and biomaterial was found in the purge gap beneath the impeller in the inlet. The pump was run in the lab and neither the pump stop nor the high purge pressure issues reproduced. The data logs confirm "impella stopped motor current high" alarms. The logs show a motor current spike with a speed deviation concurrent with a rise in placement signal and a drop in pump flows. There was also a rise in purge pressure. This pattern is characteristic of biomaterial ingestion. Of note is the clinical mention of no anticoagulation since implant. The root cause of the temporary pump stop was determined to be biomaterial. The root cause of the high purge pressure was determined to be biomaterial. The root cause of the low pump flow issue was determined to be biomaterial. The root cause of the thrombus could not be determined without additional information. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported a 57-year-old male patient was on impella rp flex support and during support, the pump alerted, ¿impella stopped. Motor current high¿. It was followed by a ¿purge pressure high¿ alarm.the staff performed troubleshooting by looking for kinks in the purge line and disconnecting the purge arm. The pump was restarted and there were low flows with high purge alarms. The pump was explanted and a thrombus was visualized in the inlet.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿